Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with a clear component. Visual inspection confirmed the complainant¿s experience of shield dislodgment. The clear component was identified to be a shield, an internal plastic component of the seal. Based on the condition of the returned unit and description of the event, it is likely that the dislodged shield was caused by the non-axial insertion or removal of asymmetrical instruments. Applied medical¿s instructions for use (IFU) states that ¿extra care should be used when inserting angular and asymmetrical instruments, such as ¿j¿ hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing.¿ applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified.

Event description:
Procedure performed: unknown. Event description: surgeon was passing suture in and out through the trocar when the seal dislodged and came out of trocar. It was a whole component and was white/clear in color. Seal removed from surgical site successfully and there was no loss of pneumo. Additional information provided by applied medical representative on 06jun2025 via email: the case was completed with the seal-less trocar still in place. My contact said that they had airseal and never lost pneumo. Only the seal was dislodged. Only the seal was dislodged, not the seal housing or tabs. Intervention: the case was completed with the seal-less trocar still in place. Patient injury: no patient injury.

Event description:
Procedure performed: unknown event description: surgeon was passing suture in and out through the trocar when the seal dislodged and came out of trocar. It was a whole component and was white/clear in color. Seal removed from surgical site successfully and there was no loss of pneumo. Additional information provided by applied medical representative on 06jun2025 via email: the case was completed with the seal-less trocar still in place. My contact said that they had airseal and never lost pneumo. Only the seal was dislodged. Only the seal was dislodged, not the seal housing or tabs. Intervention: the case was completed with the seal-less trocar still in place. Patient injury: no patient injury.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.